Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event and patient effect could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: the patient reached out to the physician with a concern due to the reported failure of the starclose se. The physician ordered an ankle-brachial flow test to assess blood flow to the patient's leg. The ankle-brachial index test was undertaken on (B)(6) 2023 with physician follow-up. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a starclose se after an unspecified procedure. Reportedly, the starclose se failed. An unspecified method was used to achieve hemostasis. No additional information was provided.